Event description:
On (b)(46 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed inaccurately erratic results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained following a review of the call. The patient reported that the subject meter was reading inaccurately on (B)(6) 2017 when she obtained alleged inaccurately erratic blood glucose results of ¿20.0 mmol/l¿ at 12:16pm, ¿9.1 mmol/l¿ at 12:25pm and ¿12.4 mmol/l¿ at 12:26pm. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with oral medication, diet and/or exercise. She denied developing any symptoms as a result of the alleged issue; however, she reported that ¿as a precaution¿, she consumed a ¿sandwich and fruit juice¿ also at 12:26pm on (B)(6) 2017. She also denied using any other device to check her blood glucose levels. At the time of troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure, the test strips had been stored correctly and the test strip vial was not cracked or broken. The csr noted that the patient had used blood from the same approved sample site. The patient did not have control solution and was therefore unable to perform a control solution test to test the meter and test strips. The issue remained unresolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Control solution was also sent to the patient to allow her to verify the accuracy of the lfs products. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.